Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01452.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coil (smart coil), penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target location and used the handle to detach it; however, the smart coil failed to detach. Therefore, the physician decided to remove the smart coil; however, while retracting, the smart coil unintentionally detached inside the microcatheter. Therefore, the physician used the pusher assembly to push the detached smart coil into the aneurysm. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.